Event description:
It was reported that following a fall there was no stimulation sensation for approximately two days. It was recommended to have their healthcare provider (hcp) perform an impedance measurement and x-ray to check for a lead migration. Additionally, the patient reported that their programmer would not turn on after new batteries had been put in. The patient was going to buy alkaline batteries from the store to determine if that resolved the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na. Lead: model 3093, lot # v484486, implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information received reported that it was decided the leads needed replacement, however patient was told the device was defective, and everything was replaced. The patient stated the battery needed to be "jump started" several times a day before the replacement.